Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Pt info and admitting diagnosis was not supplied by the customer. Sample 1 was serum and sample 2 was plasma. Dilutions testing did not result linearly. Specific sample processing details were not supplied. Quality control (qc) and system check data were not supplied. However, the customer indicated the unit was performing to specs in regard to quality control (qc) accuracy and precision. Customer product line support (cpls) lab received two pt samples for further investigation. Cpls reproduced the elevated neat values. Dilution testing also showed non-linear recovery. The troponin-I concentration significantly decreased to 0.05 ng/ml (plasma) and 0.03 ng/ml (serum) after add'l heterophile testing. It is conclusive that interfering substances in the pt blood produced the elevated results. Heterophile interference is the root cause of the event. Product labeling: for assays employing mouse anti-bodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. In addition, elevated troponin-I levels have also been documented in cases in other cardiac conditions such as unstable angina, congestive heart failure, or myocarditis, or severe non-cardiac conditions such as trauma or renal failure that may cause cardiac muscle injury. Thus troponin-I (accutni) results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from add'l tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point.

Event description:
The customer reported elevated troponin-I (accutni) results for one pt involving unicel dxc 600i synchron access clinical system. The customer stated the sample was from the emergency room (ER). The results were reproducible and discordant to an alternate methodology, which was negative. The elevated results were not reported out of the lab. There was no report of pt injury or change in pt treatment associated with this event. The customer supplied beckman coulter, inc with the pt samples for further analysis.